Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the analog interface (ai) printed circuit board (pcb). The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the 840 ventilator became inoperable. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.